Event description:
It was reported that during an implant, there was an attempt to advance the right ventricular lead through a small introducer (7fr instead of 9fr) and the tip was possibly damaged. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that the helix was disengaged from the helical channel. Blood was present in/on the helix mechanism. The lead is part of the advisory for this model.